Manufacturer narrative:
The impella device was not returned by the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the pump was accidentally pulled back across the valve. The pump was subsequently explanted as the patient had increased pulsatility and increased blood pressure without pressor support. There was no patient harm as a result of the noted issue.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.